Manufacturer narrative:
Review of batch manufacturing records for reported lot was conducted. Lot was manufactured in accordance with approved work instructions and met acceptance criteria at the time of product release. Retained lot samples were reviewed and the lot continues to meet release criteria. The injection location (above the upper lip) is off-label for bellafill and of which the injecting physician is aware. Nodule (and the potential for excision) is an anticipated patient event that is documented in the bellafill IFU. Clinical studies support that these issues may resolve over time with or without treatment.

Event description:
The patient required surgery as the only recourse to resolve a nodule on the patient's upper lip. On (B)(6) 2016, the patient was injected with bellafill off-label in the upper lips and developed a soft nodule on the same day. The injecting doctor (dr (B)(6)) massaged the area and the nodule went away. Eight (8) days later, (B)(6) 2016, the patient presented with a hardened visible nodule. On (B)(6) 2016, the patient called stating that she is seeing another physician (dr (B)(6)) who is considering excision to treat the nodule. Attempts were made to contact dr (B)(6) to obtain patient status on (B)(6) 2016. On (B)(6) 2016, dr (B)(6) office states that they excised the patient's nodule on (B)(6) 2016. They removed via inside the mouth and the patient is doing well. Dr. (B)(6) notes states that the nodule was "clumped up above the lip and excision was the only way to remove."